Event description:
On (B)(6) 2013, the patient contacted animas and reported he had been experiencing a low blood glucose (bg) all day. The patient stated that prior to calling animas his bg was 120 mg/dl with symptoms of severe headache, slight confusion, and slight nausea. The patient stated he had been eating all day. At the time of the call, the patient tested his bg and obtained a reading of 68 mg/dl. The patient reported he was treating lows by drinking cranberry juice. The animas representative noted that the patient became ¿severely ill¿ while on the call. The patient began to experience severe headache, nausea, and vomiting and patient reported feeling slightly disoriented. The animas representative contacted local paramedics in behalf of patient. The patient was advised to follow up with animas regarding treatment from hospital and diagnosis. The patient did not follow up with animas. An animas representative made several attempts to reach patient for additional information regarding hospitalization and to review the pump; however, were unsuccessful in their attempts. At the time of the call, the patient was only able to confirm that pump basal settings were correct. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.